Manufacturer narrative:
A thorough technical investigation was performed which included evaluation of workflow details and analysis of system logs. Images demonstrating the issue were requested but could not be obtained. The evaluation resulted in the development engineering team unable to reproduce the issue, therefore, the root cause of the reported incident could not be determined. If the issue recurs, another complaint record will be generated to further investigate the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text: data provided by the customer has been collected and analyzed.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. Data from the customer is being collected and analyzed.

Event description:
A customer reported encountering an incident where a patient¿s data was mixed with another exam. According to the feedback details, an image from a previous study appeared in the next patient¿s exam. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.